Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/15/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
The pump was received on 3/7/2024. Analysis of the returned device was completed on 04/04/2024. The event log was reviewed, and there was a line that indicates an abrupt power off took place. Line 93 has a log_event_on without a log_event_off before it. It took place 1 hour into the infusion. Refer to the event log attached to this record. During functional testing, the reported problem was not duplicated. A 20 ml infusion ran until completion without another abrupt power off taking place. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.